Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: DHR of lot 8123354 was reviewed and no qn found. Incoming inspection report of the cannula which used for this lot, and all test results(stiffness/ resistance to breakage) meet the specification. Inspected 7pcs retention parts angle and appearance, all results passed. Based on the results of returned samples reviewed, we found the critical damage mark on the top of adhesive bead, it would be caused by external excessively force. Base on investigation above, the complaint is not manufacture issue. Root cause description: the returned samples were check and found the critical damage mark on the top of adhesive bead, it would be caused by external excessive force. Rationale: based on the current investigation, the complaint is not manufacture issue.

Event description:
It was reported that the needle broke off bd pen needle¿ 31gx5mm 7 pack. The following information was provided by the initial reporter: reported to have required 2 surgeries to remove.